Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that consistent capture could not be confirmed on the right ventricular (rv) lead which also appeared to exhibit undersensing. The lead remains in use. No patient complications have been reported as a result of this event.